Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues/blockage and could not be flushed or pull blood through. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "on multiple occasions, rns in this department attached the extension set to an IV and were unable to flush fluids through or pull blood through. In some instances the set was unscrewed from luer lock and re-applied and that solved the problem, but in other instances the set would still not allow fluids to pass through."

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. The customer complaint that extension sets were not allowing fluids to be flushed and they were not allowing blood to be pulled could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125923 was performed. The search showed that a total of 24003 units in 1 lot number was built on 11dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that extension sets were not allowing fluids to be flushed and they were not allowing blood to be pulled could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e, lot number 20125923 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA# (B)(4) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues/blockage and could not be flushed or pull blood through. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "on multiple occasions, rns in this department attached the extension set to an IV and were unable to flush fluids through or pull blood through. In some instances the set was unscrewed from luer lock and re-applied and that solved the problem, but in other instances the set would still not allow fluids to pass through."